Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Per tandem's user guide: ¿humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose was 469 mg/dl. Customer reported that the cartridge was in use for 5 days and tandem's technical support (cts) educated customer on cartridge labeling. Reportedly, customer modified a correction bolus by decreasing the amount by 0.5 units as the customer was afraid to take the amount recommended. Customer reported that the bolus was correctly calculated and reported to be nervous due to high insulin sensitivity. Recommendation was made by cts to contact a healthcare provider.